Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complaint and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was diagnosed hypoglycemia on (B)(6) 2026. The patient's blood glucose levels decreased to 20 mg/dl while wearing the pod greater than 48 hours, and the patient experienced seizures and hypoglycemia. The patient was treated with food intake provided by the paramedics who confirmed the hypoglycemia with their glucometer. Additionally, the patient reported the device failed to issue an alert during the event.